Event description:
It was reported that this right ventricular (rv) lead was found to be fractured and showed noise over sensing, impedance issues, high capture thresholds and inappropriate shock. For this the rv lead was explanted. The implantable cardioverter defibrillator was also explanted due to therapy upgrade/downgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was found to be fractured and showed noise over sensing, impedance issues, high capture thresholds and inappropriate shock. For this the rv lead was explanted. The implantable cardioverter defibrillator was also explanted due to therapy upgrade/downgrade. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was found to be fractured and showed noise over sensing, impedance issues, high capture thresholds and inappropriate shock. For this the rv lead was explanted and has been returned for analysis. The implantable cardioverter defibrillator was also explanted due to therapy upgrade/downgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead was returned severed ~362 mm from the tip end. Only the distal segment was returned. The helix was extended. Dried body fluid and tissue were noted in the helix housing. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly and returned lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.